Event description:
The customer reported that there were no images on the 8800 system. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The single board computer was upgraded and the system software was reloaded. The system was tested and operates as intended.